Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency coronary treatment when the issue occurred, and it was completed as planned. A philips remote service engineer (rse) examined the system remotely and confirmed that equipment failed to bootup and stuck at 00:00 and found that the f2 breaker on the m-cabinet was off and the data monitor display was off. The philips field service engineer (fse) inspected the system and found that the display was not working due to fuse on the cabinet side had blown. To resolve the issue, fse replaced the fuse. Additionally, fse replaced the monitor for examination room as it was found broken. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment failed to bootup, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.